Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). As no sample and no picture was provided, proper investigation on malfunction was not possible. Hence, the complaint is considered as not confirmed. The complaint is only taken to knowledge and filed for statistical purposes. A review of the batch and manufacturing records revealed no abnormalities or nonconformities. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by (B)(6)): during removal of the needle, the safety clip was activated but did not go to the tip of the needle.